Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was extremely tortuous. During the procedure, the physician experienced difficulty gaining access using the lantern, therefore; it was removed. The physician swapped to a different angled tip lantern; however, the procedure was stopped and rescheduled due to imaging failure. It was noted after the procedure was stopped that the initial lantern had a split. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was bent approximately 2.5 cm from the hub. The lantern was fractured approximately 73.0 cm from the hub. Conclusion: evaluation of the returned lantern revealed the device was fractured. The device was removed from the patient to switch devices. There was no alleged damage that caused the catheter to be removed from the patient. This damage was not noticed until the procedure was concluded. It is possible this damage occurred during mishandling of the device after removal from the patient. Further evaluation revealed a bend on the proximal end. This damage is likely a result of forcefully gripping the proximal end of the device during use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.